Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A ntw (lot: 31204a2007) was implanted at central a2/p2. A nt (lot: 31004r1097) was then placed lateral to the first ntw. Upon deployment of the nt, the clips were stable and mr reduced to mild. The steerable guide catheter was removed. Post assessment imaging revealed that the nt clip had detached from the anterior leaflet (single leaflet device attachment (slda). The nt appeared stable on the posterior leaflet so no further intervention was performed. In the physician's opinion, the slda was due to surge in diastolic pressure and tension in the posterior leaflet. The patient was reported to be stable. The procedure ended with mr reduced to grade 2+. Imaging was poor due to patient anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the information provided, the reported slda per the physician is related to a surge in diastolic pressure and tension in the posterior leaflet. Image resolution poor is related to patient and procedural conditions associated with imaging being challenging due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.